Manufacturer narrative:
The device was not returned to olympus for evaluation. The issue reported by the customer is evaluated as plausible. According to the event description, the distal end of the item is broken. The item does not comply with the product specification and can no longer be used. Based on the results of the investigation, the cause is likely excessive force, exerted by a third-party repair. Despite best efforts, the lot/serial number for the affected device could not be obtained. Therefore, a DHR review could not be performed. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the plier insert broke on the distal end and repair is not possible. The issue occurred during preparation for use. There were no reports of patient harm.